Manufacturer narrative:
The reported events were lead dislodgement and helix rotation issue. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. The reported event of helix rotation issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix rotation issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a dislodgement was noted on the right atrial (ra) lead. During ra lead revision there were helix rotation issues. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.